Manufacturer narrative:
(B)(4). Date sent: 6/2/2025 photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device inside the opened packaging, with the safety engaged, the stapler retainer placed and along with a battery with no apparent damage. Based on the photo reviewed, the event described cannot be confirmed.

Manufacturer narrative:
(B)(4). Date sent 4/28/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 2. Were any staples delivered into the tissue at all? -yes. 3. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? -malformed. 4. Was the staple line interrupted; staples not present/visible on any portion of the staple line? -unknown. 5. Were there two complete tissue donuts? -no. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a rectum procedure surgery, after fired, removed the device, noted the donuts were incomplete. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent 5/13/2025. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device inside the opened packaging, with the safety engaged, the stapler retainer placed and along with a battery with no apparent damage. Based on the photo reviewed, the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent 6/3/2025 d4 batch #581a29 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with the anvil shroud broken, however, the anvil posts remained adhered to the metal anvil. It is possible that this condition is related to an improper handling. The washer was present and uncut and there were staples present. When the battery was installed the green checkmark was not illuminated , indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties and no malformed staples or incomplete cut was noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reach on the cause of the reported event, it should be noted that the adjusting knob should not be manipulated during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 581a29, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 5/30/2025. Corrected data d4: UDI#. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.